Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio has made multiple attempts to contact the customer for further information regarding their device but has been unsuccessful. It is unknown if the customer will be repairing or replacing their device. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The device had two batteries installed in the device when this issue occurred. The customer indicated that the device prompted to replace battery #2 and then 10-15 seconds later the device powered off. The paramedic removed battery #2 and turned the device back on and the device worked properly with only battery #1 installed. The customer did not know the level of charge for each battery, but stated that the battery #1 did not display a low battery prompt. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.